Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40's mg/dl and 53 mg/dl. The customer treated with food and sugar tablets. The customer also mentioned high readings but declined to troubleshoot. The customer also had blood glucose value of 196 mg/dl and sensor glucose value of 120 mg/dl. The product was not returned for analysis.